Event description:
It was reported that the 9800 system had an x-ray switch stuck and the x-ray lamp was out during a case. The procedure was completed without incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot-switch cable was damaged. The foot-switch was replaced during the service call. The system was tested and found to be working as intended, and put back into service.